Manufacturer narrative:
(B)(4). Manufacture date: january 8, 2014 ¿ january 9, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is not available, however a photograph was provided for evaluation. The photograph showed fluid within the bladder of the device. Flow testing is required on the actual device to verify this reported problem; therefore, the problem could not be verified since the device is unavailable. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A photograph of the device was received and will be evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused, leaving approximately 80 ml of solution in its bladder after the expected infusion time of 24 hours. The reporter stated that this volume was determined by weighing the device; it weighed 145.5 g after the infusion while an empty device weighs 63.3 g. This occurred during patient infusion of flucloxacillin 8g that was compounded by baxter. There was no patient injury or medical intervention associated with this event. No additional information is available.